Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the needle broke and was stuck in the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-12990n-1, batch/serial number (B)(6), was received for evaluation. A visual evaluation noted that the tip of the needle was broken off, and the piece still attached to the handle was bent, most likely due to excessive force. The broken piece was not returned for evaluation. Functional testing wasn't performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically striking bone or using excessive force to pass the needle through fibrous or calcific tissue. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."